Event description:
It was reported that during a laparoscopic nephrectomy, the device was inserted and a hole was seen just prior to insufflation. A like device was used to complete the case. There was no pt consequence.